Event description:
In 2009, the pt's mother reported that the pt was found dead at 4:30pm on the day of event. She stated the pt had low blood glucose readings but his last test reading was 106 mg/dl and was taken a day prior to death at 1:19am. She stated that when the pt was found his insulin infusion device was beeping and the insulin cartridge was empty. She does not know which alert/error was beeping. She stated she is searching for info. Product was requested to be returned for evaluation.